Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 0038290 was reported, however, this is not a lot# manufactured for this product line. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found in the bd intima-ii¿ closed IV catheter system. There was no injury to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the proposed patient was given a preoperative indwelling needle in the morning of december 1, a foreign body was found inside the indwelling needle, which was immediately stopped without causing any harm."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
It was reported that foreign matter was found in the bd intima-ii¿ closed IV catheter system. There was no injury to the patient. The following information was provided by the initial reporter, translated from chinese to english: "when the proposed patient was given a preoperative indwelling needle in the morning of december 1, a foreign body was found inside the indwelling needle, which was immediately stopped without causing any harm."